Event description:
The patient was revised to address pain attributed to the loosening of the tibial tray, sleeve, and stem. X-rays show stem migration.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The initial reporting stated x-rays were not available for examination. A complaint database search did not show any other reports against the lot codes. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.